Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pcb damage. The reported event of a no external power alarm resulting in the mobile power unit (mpu) not powering on was confirmed via the submitted log files and reproduced. A review of the submitted controller event log file spanned approximately 5 days (14jan2024 ¿ 18jan2024 per time stamp). On 17jan2024 at 08:28:17 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 0v. The alarm cleared on its own shortly after connecting to batteries. The backup battery was able to provide power to the controller during this event. A transient pump stop was captured with this event lasting between a few seconds. The pump had no difficulty ramping back up to speed shortly after this event. This was consistent with an electro-static discharge (esd) event resulting in loss of ac power. There were no other notable alarms active in the log file. During the evaluation of the returned mpu, serial (B)(6), the unit was plugged into an ac power source and the unit did not power on. The issue was isolated to the power supply pcba which was replaced. A functional test was performed, and all tests passed. The unit was returned to the customer site and is ready for use. Visual inspection of the power supply pcba revealed no anomalies. The pcba was plugged into a test unit and there was no voltage output coming out of the secondary side of transformer t1. Due to the voltage drop, the board did not output the 15vdc required to power the main pcba. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported no external power alarm was not conclusively determined through this analysis. The root cause for the mpu not powering on was determined to be a damaged transformer on the power supply pcb which appears to be the result of esd. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault and no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) alarmed when on wall power but was showing no power. This was the same alarms that occurred a couple of weeks prior. Different outlets were tried but the green light still did not illuminate. The external power cord was changed with no resolution. The alarm occurred when the patient was removing their sheets to do laundry. The history showed the pump was off. The mpu was exchanged. The event log captured pump stop events on 17jan2023 from what appeared to be an electrostatic discharge (esd) pump stop event. The esd pump stop occurred on the mpu and looked as though the mpu may have been damaged by the discharge event as the pump did not restart like it would typically after an esd pump reset. The pump was off for around 8 seconds until the patient switched to battery power. The pump appeared to be functioning as intended after this event. Reference regulatory report MFR # 2916596-2024-00913.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.